Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nurse sent the devices to the facility's biomed department and stated that the device over infused. Although requested there are no further event details provided.

Manufacturer narrative:
The customer¿s reported complaint of a pump over infusing was not confirmed. The device was physically inspected and the female iui connector pin 10 was observed with an unknown fiber contaminant. A black blemish was exhibited on the bezel lower left hinge shroud and adjacent door latch area, indicative of an impact to this region. Dried fluid ingress was noted on the bottom front area of the rear case. The rear case female iui cavity showed signs of dried fluid ingress. A review of the retrieved logs identified the last programmed infusion starting at 8:27:52 am on (B)(6) 2018 with pump module s/n (B)(4) (channel b), suspected as the source device. Pump module s/n (B)(4) was assigned to channel a, remaining in an idle state throughout the infusion. Prior to the programming of the source device, the pcu was powered on at 8:27:28 am with the profile ¿d.med-surg¿ in use. On (B)(6) 2018, at 8:27:52 am, a basic infusion was initiated on the source device. The infusion rate was entered at 100ml/h with a vtbi of 100ml. Prior to the start of the infusion, pvi was recorded at 57.005ml. Source pump infused for approximately 31 minutes until the unit was channeled off. Pvi was recorded at 108.605ml; total calculated volume infused was 51.6ml. At 3:34:41 pm, channel b pump was removed and added seconds later. At 3:35:13 pm, channel a pump was channeled off and the system powered off. Rate accuracy test results showed no issues or anomalies. The root cause of the customer¿s report with an over infusion was not determined during the investigation.